Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. It was noted that the lead exhibited increasing impedance after the patient sustained a fall. The rv lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.